Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: granuloma: unable to observe through visual inspection as it is a physiological phenomenon. Seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. Lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture and silicone migration: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "intra and extracapsular rupture", "minimal amount of periprosthetic fluid" and "multiple silicone granulomas" diagnosed vi MRI. Healthcare professional later reported "rupture". Later, healthcare professional reported "extracapsular rupture of the right prosthesis", "painful axillary lymphadenopathy" and "capsular contracture baker grade I". Later, healthcare professionale reported "lymphadenitis due to silicone (siliconoma)" and "¿presence of axillary siliconomas¿. This record is for the right side. Device was explanted, will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
To clarify, the following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: lymphadenopathy, seroma, granuloma, and silicone migration.

Event description:
Later, healthcare professional reported "lymphadenitis due to silicone (siliconoma)" and "¿presence of axillary siliconomas¿. This record is for the right side. Device was explanted and will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, granuloma.

Event description:
Patient reported right side "intra and extracapsular rupture", "minimal amount of periprosthetic fluid", and "multiple silicone granulomas" diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "intra and extracapsular rupture", "minimal amount of periprosthetic fluid" and "multiple silicone granulomas" diagnosed vi MRI. Healthcare professional later reported "rupture". Later, healthcare professional reported "extracapsular rupture of the right prosthesis", "painful axillary lymphadenopathy" and "capsular contracture baker grade I". This record is for the right side. Device remains implanted.